Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was off. Customer¿s blood glucose level was unknown at the time of incident. Customer states the pump alarmed during normal use. Customer declined to troubleshoot as she has already been sent a replacement battery cap and the issues were on going. The insulin pump will be returned be for the analysis.